Event description:
A patient reports while wearing their pod receiving an uncommanded bolus. The patient reports they had delivered a bolus at 10:52 am of 5.5 units of insulin. The patients parent reports at snack time they delivered a bolus of .55 units of insulin at 1:06 pm. The patient reports they had waited a few minutes and walked to class. The patient reports after a few minutes their personal diabetes manager (pdm) had started to deliver an uncommanded bolus 10.5 units of insulin. While the patient was being delivered the uncommanded bolus the patient cancelled the bolus after receiving 2.8 units of insulin. While on a follow up call the patient reports they were able to use their replacement pdm received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.